Event description:
On 06/22/1998, the MFR rec'd a report and an explanted device from the international distributor. The report states the following: the physician informed the international distributor that the arterial line of the device was not flowing properly and as a result, was replaced with another one. The line of the explanted device was cut to see what was wrong and a piece of plastic was found obstructing the inner lumen. No furhter details were provided at this time.